Event description:
The customer reported being in the intensive care unit with ketones and high blood glucose of 800mg/dl. Troubleshooting was performed, and the caller had no delivery alarm again. Assisted the caller to run a manual prime test, the insulin did exit and alarmed no delivery. Advised the caller to assemble a new infusion set and to program a fixed prime test into the air. The customer stated that the device alarmed no delivery. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.